Manufacturer narrative:
The company service representative examined the system but did not replicate the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery, in an ophthalmic operating console actual value of infusion did not went down. The intraocular pressure (iop) value did not went down from 28-30mmhg even though the setting was 20mm hg. The surgery was completed.